Event description:
Pt was post cardiac arrest with resuscitation and required a cardiac cath procedure. During the procedure, physician attempted to withdraw the coronary wire, which became tangled in the stent. Wire became fractured near the tip, as noted on cine film. Physician inserted wire again, but when removed, tip of wire was missing. Fluoro scan revealed that the tip remains in rt coronary artery of pt. Tip is about 1/4". It will require surgical removal.